Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was above 400 mg/dl, and the meter bg reading was not provided. Reportedly, due to the alleged inaccuracy, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and insulin. The customer was released from the hospital on (B)(6) 2021 with no permanent damage. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.